Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse was able to reproduce the issue. The fse has not completed the maintenance, no parts have been replaced to date. The iabp has been taken out of clinical use. Additional information has been requested, and we will report accordingly if it becomes available. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a negative pressure too low message. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) generated a "negative pressure too low" alarm. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
After on-site inspection, the getinge field service engineer (fse) observed that the values of x1 and x2 sensors had a large deviation. It was judged that the k8 valve is faulty and would need to be replaced.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation result codes, conclusion codes), h10. The getinge field service engineer (fse) completed the repair of the unit by replacing the drive manifold. The iabp returned to customer and cleared for clinical use.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) had a negative pressure too low message. There was no patient involvement, and no adverse event reported.